Event description:
This device was returned without oos documentation from an unk source. The shock table indicates an excessive number of charges. The date of explant is ink. The following physician's office was contacted and the following info was provided. The pt has expired but the date of death was unavailable. The office had no complaints against the operation of the device. Explant date is unavailable.